Event description:
Caller reported a malfunction on pump, with a malfunction code of malf 0 that was not resettable at the time. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to call back when able to reset pump as part of corrective actions. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.